Manufacturer narrative:
(B)(4). One used space pump IV tubing set was received for evaluation. In an attempt to replicate the reported event, the returned set was tested for leakage per the specification. Leakage was observed from the sonic weld area of the distal backcheck valve. The backcheck valve is made with a brittle material and when excess pressure is applied it is likely to cause cracks, resulting in leakage or complete breakage of the sonic weld. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by user facility: blood was backing up into the PICC line and the tpn tubing with a puddle of fluids on the floor.